Event description:
The caller is reporting the tip of a vapr electrode broke off, and fell into pt's joint space. The surgeon was able to retrieve the piece and case was completed with no reported adverse effects.

Manufacturer narrative:
Depuy mitek to date, has not yet rec'd the complaint device for eval. However the reported failure mode of the device is consistent with failures produced in a lab environment by the application of excessive mechanical force. Although it is not conclusive we could not identify any other factors that would result in such as a failure other than those mentioned in the instructions for use. All the pieces were retrieved from the pt and there were no pt consequences. When and if the complaint device is rec'd here at depuy mitek it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause other than the above hypothesis, a f/u report will be filed.